Event description:
During the implant procedure, air whooshing and bubbles were observed from the external intercostal. Implanting physician contacted a thoracic surgeon who advised imaging. Imaging confirmed pneumothorax. Once the implant was completed, the surgeon placed a chest tube and admitted the patient overnight. Pneumothorax resolved and patient was released.